Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while trying to insert, the housing of the monopolar curved shears (mcs), it fit very tightly with the sterile interface module (sim). After insertion, the instrument repeatedly triggered an error alarm instructing removal and cleaning. The alarm stated ¿low (caution) instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument.¿ the issue was resolved by replacing the mcs with another instrument. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (serial #, UDI #), h4 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident. Evaluation of the logs indicated that the sterile interface module (sim) was connected with a monopolar curved shears. While attached, an instance of instrument connectivity issues were experienced, due to failing during the read write process to the instrument. An error code for 'instrument read write' was observed. An error code for 'no instrument attached - motion limits' was also seen, which can be an indication that the instrument was physically attached to the sim but not recognized by the system. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while trying to insert, the housing of the monopolar curved shears (mcs), it fit very tightly with the sterile interface module (sim). After insertion, the instrument repeatedly triggered an error alarm instructing removal and cleaning. The alarm stated ¿low (caution) instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument.¿ the issue was resolved by replacing the mcs with another instrument. There was no patient injury.